Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data and the pump¿s alarm history did not reveal any activity related to the. On investigation, the pump powered on properly with no alarms. The pump was exercised for 24 hours with no alarms or unusual noises occurring. Investigation did not duplicate or verify the reported issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/28/2015, the distributor contacted animas, alleging an other (unusual issue) issue; it was reported that the pump began to vibrate without any information displayed on the display screen. The vibration stopped after a few seconds but occurred again five minutes later, and then again in another five minutes but accompanied by a "howling" sound. It was reported that there was no information in the alarm history related to this occurrence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.